Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: the pt complains of constant, severe pain in the right hip since implantation. The pt says most pain relief medications and procedures are ineffective. The pt falls excessively due to muscle weakness and instability in the hip. The pt initially complained to his primary surgeon who did not identify the reason for his complaints. The pt changed orthopaedist. The new surgeon diagnosed a failed implant and recommends revision surgery. The pt states that complications resulting from allergic reactions have delayed the revision.